Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7018944, medical device expiration date: 2018-05-31, device manufacture date: 2017-01-18. Medical device lot #: 6350996, medical device expiration date: 2018-04-30, device manufacture date: 2016-12-15. Medical device lot #: 7010777, medical device expiration date: 2018-04-30, device manufacture date: 2017-01-10. Medical device lot #: 7010778, medical device expiration date: 2018-05-31, device manufacture date: 2017-01-10, 7010778, creation date: 2017-01-10, exp date: 2018-05-31.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes were experiencing coring issues.